Event description:
It was reported the insulin pump had two cracks. Customer's blood glucose was unknown. Customer's mother was unaware how damage occurred to the device. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window. The device was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot, and cracked lcd window.